Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode. Upon interrogation, the device did not show any diagnostic information for the atrial and ventricular high rates so the cause of the syncope was unknown. A review of the product performance data found that there was no indication of loss of capture. The device remains in use. No further patient complications have been reported as a result of this event.